Event description:
It was reported that a 4450-28mm mitral annuloplasty ring was explanted after a duration of approx 1 year due to unknown reasons. Additional information such as operative reports and patient history were requested and were not provided due to hipaa concerns from the hospital.

Manufacturer narrative:
(B)(4) device requested, but not yet received. Although multiple attempts with the healthcare provider have been made to obtain the operative report, patient history, and additional details, no additional information has been supplied. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent postrepair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a quality deficiency of the device during manufacturing that may have caused or contributed to its explant.